Manufacturer narrative:
The sensor was successfully removed during second removed attempt on (B)(6) 2026. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the old sensor. New sensor was inserted on opposite arm. Sensor was not palpable during removal attempt and ultrasound was used.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.